Event description:
It was reported that the right ventricular (rv) lead had dislodged because of patient's twiddler's syndrome. It was noted that with the lead dislodgement the patient experienced the return of brady symptoms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.